Event description:
The clinician reports the implant was inserted (B)(6) 2022 in the patient's mouth. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.